Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the customer's pump was not delivering the insulin, she changed the set and still could not get any insulin and on (B)(6) 2024 at 4am she went to the hospital. Also, visited to emergency room because current blood glucose value was over 400 reading with her sensor, she had taken 29.6 units of insulin with syringe and her hepatic glycogenosis (hg) was still high her finger sticks 425 mg/dl. The duration of hospitalization was 5 hours and blood glucose value when admitted to hospital was 560 mg/dl. The symptoms were feeling sick/unwell. Additionally, ketone results were negative, and treatment was IV insulin drip (intravenous insulin infusion) and a normal pump upload. She had given herself almost 30 units with syringe (manual injection/insulin pen) since 9am and her blood glucose still high. On (B)(6) 2024, the infusion set last changed prior to the event. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00500), was submitted on 11-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.